Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The unit was cracked on the right plunger case. The reported primary audible alarm post error was not replicated during power up. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced a preventative measure. The pump subsequently passed the functional tests.

Event description:
It was reported the medfusion pump had a primary audible alarm. No patient injury or complications were reported in relation to this event.